Event description:
It was reported that, inappropriate automatic mode switch, increased pacing impedance and decreased sensing were observed on the right atrial (ra) lead. Ra lead dislodgement was suspected but this was not confirmed. No intervention has been performed. The patient was stable.

Event description:
Additional information was received that diagnostic imaging confirmed the ra lead had dislodged into the device pocket. The ra channel was deactivated by programming to resolve the event. No further intervention is planned at this time. The patient was stable.